Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a stent treatment procedure, the device was unable to cross the lesion. Vascular access was gained via the femoral artery. The 2.25 x 20 mm, 95% stenosed eccentric and progressive target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.75 x 20 mm quantum balloon. As the 2.25 x 20 mm promus element stent was inserted resistance advancing was encountered and the device was unable to cross the lesion. The procedure was completed using three promus element stent and post-dilation with a 2.75 x 20 mm quantum balloon. No patient complications were reported and the patient status is stable. However; returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified a shaft hypotube break located 20cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).